Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the evis exera iii bronchovideoscope it presents the e315 error code when plugged in and a message that it is not supported by the processor. The reported malfunction occurred during setup and inspection for use prior to an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, that when using the evis exera iii bronchovideoscope. It presents the e315 error code, when plugged in. And a message, that it is not supported by the processor. The reported, malfunction occurred, during setup and inspection. For use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.